Manufacturer narrative:
To date, information suggests that this medical device was to be explanted in the very near future. This device has not yet returned to boston scientific post market quality assurance laboratory for analysis purposes. The investigation remains open. As new information becomes available, this report will be further evaluated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory (B)(6) 2009 population product advisory initially communicated on (B)(6) 2007, displayed a battery status of elective replacement indicator (eri) with a monitoring voltage measurement of 2.49 volts and a charge time measurement of 13.6 seconds. There was a concern that the battery depleted earlier than expected. There was no report of adverse patient effect.